Event description:
On (B)(6) 2021 a gore® excluder® iliac branch endoprosthesis, hgb161007a internal iliac component, was explanted from the patient for an unknown reason. On this same date, the patient underwent evar for an aorto-iliac unilateral reconstruction in which the below additional devices were implanted. Rlt261414, gore® excluder® aaa endoprosthesis trunk ipsilateral leg component sn: (B)(4). Plc271000, gore® excluder® aaa endoprosthesis contralateral leg component sn: (B)(4). Ceb231010a, gore® excluder® iliac branch endoprosthesis sn: (B)(4). Plc271200, gore® excluder® aaa endoprosthesis contralateral leg component sn: (B)(4). The details regarding the patient diagnosis, treatment, and need for the reintervention were requested but were not provided and are unknown.